Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that balloon-assisted coiling was performed for an middle cerebral artery (mca) bifurcation aneurysm. During placement of the third coil, resistance was encountered and during the attempt to remove the coil, it detached in the microcatheter. Both segments of the coil were removed together with the microcatheter. There was no reported patient injury or additional intervention.